Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (not assembled) introcan safety pur 20g, 1.1x32mm-EU in open packaging. The received sample was taken to a visual inspection (particularly with regard to the clip and the needle). In as-received condition the safety clip is not activated on the tip of the needle, the clip is still in the capillary housing. The received cannula is bend, the indentation is provided. Further damages or other deviations were not detected at the clip respectively at the sample. Furthermore, the safety clip was pushed back on the cannula and taken to a function test (sliding the safety clip on the needle). It was easily possible to slide the safety clip on the needle respectively to fix the clip on the tip of the needle. However the safety clip is loose and slips back and forth and can came through the clip. In dependence on the test plan the needle with the activated safety clip was pushed against a stretched rubber glove. The needle respectively the safety clip did not puncture the rubber glove. The root cause of incorrect position of the safety clip on the needle cannot be comprehended. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and there were no defect encountered during in-process and final control inspection. Process cards also show no abnormalities.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): after the positioning of the needle, during the extraction of the mandrin,the safety device detached and it remained wedged in the needle hub.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacutring department accordingly and received statement as follows: complaint sample inspection: -,,the returned cannula was bent. -,,clip backwall deformed was observed on complaint sample. Clip hold diameter and crimp width measurement for g20 -,,clip hole diameter not able to be measured due to clip backwall deformed. However it was identified as g20 clip. There is still having interference between clip hole and crimp width surface. In process measurement data of clip hole diameter for this clip batch was averagely 0.742mm. -,,the cannula od and crimp width for the complaint sample are within specification. -,,scratch marks were observed at cannula crimp surface, it showed evidence of clip presence. -,,dented mark was observed at clip hole area. -,,the dent was protruded outwards from clip backwall. -,,scratches line on catheter hub was observed along the direction of withdrawal. Simulation 1 : pulling out the clip using universal tensile testing machine. -,,simulation on pulling out the clip by using universal tensile testing machine. -,,about 22n force was applied in order to pull out the clip from cannula. -,,scratch marks were observed at cannula crimp area after the clip was pulled out. ( similar observation found in complaint sample) -,,dented mark was observed at clip hole area. -,,the dent was protruded outwards from clip backwall. ( similar observation found in complaint sample) simulation 2 : to simulate according to the returned product. - begin of cannulation - turn the catheter hub - withdraw cannula at extreme angle. - safety clip detached from cannula and stayed in the catheter hub. -,,safety clip detached from cannula and stayed in the catheter hub able to be simulated by turning the catheter hub then lift up the cannula in extreme angle during cannula withdrawal. -,,scratches line on catheter hub was observed along the direction of withdrawal. (Similar observation found in complaint samples) conclusion : -,,the cannula od and crimp width for the complaint sample are within specification. -,,however, according to IFU for intorcan safety/introcan safety-w 0614 15327948 at pg 9, item 5 stated: "withdrawal needle straight back with a controlled and continuous motion (minimize rotation of needle). Metal safety shield will automatically attach to needle tip as needle tip exits catheter hub (see figure d)".